Event description:
According to the reporter: during a distal pancreatectomy ,they connected adapter and reload without issue however; the status indicators were illuminated blue and the cartridge indicator was flashed. Then they re-inserted the battery and re-set the reload to the adapter, the device worked normally and started the firing. However, after the device fired 30mm, the status indicators were illuminated blue and the cartridge indicator was flashed. The surgeon pushed each button, however the device did not react at all. Re-inserted the battery, released the tissue from the device. They resected the tissue by the electrosurgical knife and sewed the incomplete line manually.